Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime warning had occurred 3 or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/22/2014 with the following findings: loss of prime warnings, which are indicative of the reported event, were observed in the black box data. The pump was exercised for 24 hours, and no loss of prime warnings were observed; the reported event was not duplicated. The pump failed a force sensor calibration. The pump case was removed to check the force sensor resistance, which was found to be within specification.